Event description:
A survey response was reported indicating that the patient experienced issues with their battery, specifically that it was fluctuating erratically. There was no adverse impact on the customer's blood glucose level. The caller declined any troubleshooting efforts, and no further information or action was required.